Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 380mg/dl. The customer's most current level was 107mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer declined to troubleshoot the device and states it was an old pump. The mother requested the pump be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and self-test. The stop idle current and run current measurement tests are within specification. The insulin pump was programmed and monitored for two days and no blank display noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump passed the displacement accuracy test.